Event description:
The customer stated he was treated by the paramedics due to unknown low blood glucose levels. The customer stated he was unconscious. The customer also stated he often has low blood glucose levels and is working with his physician to correct this issue. Troubleshooting revealed that the insulin pump was programmed correctly. The customer had changed the infusion set the day before the incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.